Manufacturer narrative:
At the patient's clinic site, staff attempted to reboot the device. The alarm continued to sound, and the device would not restart. There is no further information provided about the repair or service of the device. (B)(4).

Event description:
Covidien received information stating that during patient use in home care, the ht70 ventilator was plugged to the alternating current (ac) power source, and the external power source light emitting diode (led) was lit; however, the monitor suddenly went black. An alarm was generated. It is unclear whether the device continued to ventilate the patient at the time the alarm was generated. The patient's lip was observed to turn pale. The patient's lay caregiver (husband) removed the patient from the device and manually ventilated her with a bag valve mask device until emergency personnel arrived to assist. It was reported that staff confirmed the continuous device alarm and failure to deliver appropriate ventilatory support. The patient was transferred to another unit. The patient's reported condition was transient, and there was no permanent injury or harm reported as a result of the incident.